Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: corrosion of electrical contacts and focus ring flooding. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion of electrical contacts and had focus ring flooding. There was no patient involvement.